Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the tubing clamp was sitting higher than usual on the roller pump. This makes the cover stick up and the lid does not close fully. The latch pin on bottom of clamp prevented latch from functioning. The device was not changed out, as the perfusionist (ccp) has been taping the lid down in order to use the pump. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
The user's facility biomedical engineer (biomed) is replacing the tube's clamp on the roller pump.